Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No additional info is available at this time. The device is not available due to the ongoing litigation. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly, the pt received a trident acetabular hip system. It was further alleged that, the pt is experiencing "loosening" from the system.